Manufacturer narrative:
Evaluation identified areas of physical damage on the outer casing. The void seal was broken, indicating the controller may have been opened. The unit was sold to the user in december of 2016. Based on the evaluation, we have concluded that the physical damage and the heat damage identified with the internal components was most likely due to the device being subjected to physical trauma. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported per the customer contact that during testing, the x-stream controller would not power on. There was no patient involvement. The subject product was returned and evaluation identified that some internal components had heat damage with evidence of internal combustion having occurred. There was no report of a short circuit, smoke, or flame having occurred during use of the device. It is not known when the internal damage occurred.